Event description:
Pt has a condition known as keratoconus. Since 8/01 pt has been working with their eye surgeon to get a new pair of softperm contact lenses. These have to be replaced every year due to buildup and they tend to come apart where the hard lens and soft lens meet. As of today pt still can't get the lens. It seems that wesley jensen sold the business to ciba vision. Ciba vision is no longer making the lens. They first told pt's physician that the lens didn't make a profit so they may not make it and then when they got so many calls now they are saying that they have put the production of the soft perm on indefinite hold because the FDA has shut them down. This is the only lens pt has been able to tolerate for the past 8 years. Keratoconus is not correctable with a normal contact lens and can't be corrected at all with glasses. Pt's job requires they'll be at a computer 8 to 10 hrs per day and it is impossible with their softperm lens. Pt needs help along with many others that are suffering the same condition.